Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began to experience issues with his ipg communicating with his charging system and programmer after falling on multiple occasions. In turn, the patient lost stimulation. Troubleshooting attempts were unable to provide resolution. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.